Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during drilling.

Event description:
On 10/26/2021. It was reported by a sales representative via (B)(4) that an ar-9628 drill bit broke. This occurred during a procedure when the surgeon broke the drill bit off in the glenoid of the patient when drilling for the mgs baseplate screws. The case was completed successfully, with no patient effect reported.